Event description:
It was reported that blood pressure was found to be high on arterial monitoring. Transducer zeroed showing abp of 95/95 as opposed to 185/126 pre zeroing. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for eval.